Event description:
It was reported to philips that the battery was passing calibration but the device continued to display a battery calibration recommended message following operational testing. There was no reported patient or user involvement and no adverse patient/user impact.